Manufacturer narrative:
The ventricular catheter 901302 was received with the t-connector stopcock assembly of ref (B)(4). The catheter broken area showed an irregular edge on a part and a regular edge on the remaining part: regular edge could be related to a partial cut during use (sharp tool, suture thread). The connector where the catheter was connected was inspected: around 2-3mm of catheter was still on the connector. The connector showed a small breakage (lack of material), however it cannot explain the catheter breakage as it has no sharp edge and could not initiate a cut of the catheter. The incident involves two references: ref 901302, unknown lot and ref (B)(4), lot 0209646. The device history records review of ref (B)(4), lot 209646 were reviewed and did not reveal any anomaly that could explain the reported event. The batch was manufactured in july 2018. The complaint is verified. The exact cause of the catheter breakage could not be determined by the investigation.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 901302 straight ventricular drainage catheter was implanted and then connected to the 9me623 drainage system. A few hours later, the nurse discovered that cerebrospinal fluid (csf) was leaking on the bed of the patient due to a disconnection of the catheter and drainage system; the catheter was broken at the connection level on (B)(6) 2019. It was reported that the patient was already brain dead hence, there was no patient consequence for this event. Complementary information was received on (B)(6) 2019 indicating that the catheter was sutured to the luer-lock connector. Occlusive dressing protected the connection.